Event description:
A cartridge change error was reported over the past two months, occurring approximately four to five times. The customer's blood glucose level was affected in all events, displaying as "high," with specific values unknown. In response, the customer took corrective actions by administering a correction bolus via the pump and resolved the issue by changing both the infusion set and cartridge. There was no need for assistance from a third party. The caller successfully loaded the cartridge onto the pump, allowing insulin therapy to resume. Technical support suggested contacting them again if the issue reoccurs for further troubleshooting.